Event description:
Event: conversion to open surgical repair and explantation of the graft. Event narrative: the graft was implanted in 2002. The patient was reported to have narrow right and left iliacs. During the procedure the jacket guard and balloon got caught in the graft limb and broke. The pieces were retrieved using a snare catheter. Final angio revealed no type I endoleak. 1 hour post implant: the physician noticed a decrease in doppler pulses in the distal limbs. 2 hours post impant: the pulses were gone in both limbs. The patient was returned to the operating room where the occlusion was cannulated with a wire. A stenosis was noted in the area of the graft bifurcation. Wall stents were placed bilaterally. An angiogram revealed poor limb flow. An aortic occlusion balloon was used to improve limb flow but flow remained the same. A fem-fem bypass was performed. The patient was closed up and will be observed. May 2002: a CT scan identified a type I endoleak. In 2002: the graft was explanted due to the patient's decreasing lower extremity pulses and low ankle brachial index blood pressure. The graft was found not to be engaged to the aorta. The graft explantation and sewing of the aorto-fem was completed. The patient had palpable pulse in the distal extremities and is doing fine systemically.